Manufacturer narrative:
The field service engineer last performed preventive maintenance on the analyzer in (B)(6) 2016 and the measuring cell was last replaced at this time. The field service engineer performed preventive maintenance and replaced the measuring cell on (B)(6) 2017. Performance testing run after the measuring cell replacement was within specifications. On (B)(6) 2017, the field service engineer relocated the instrument and made probe adjustments. He ran quality controls and patient samples. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Yearly preventive maintenance was overdue at the time of the event and this may have contributed to the event.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 0.743 miu/ml. The sample was repeated twice on (B)(6) 2017, resulting as 2776 miu/ml accompanied by a data flag and 2837 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444, with an expiration date of august 2018. The field service engineer checked the photomultiplier tube high voltage, probe, nozzle, and mixer speed. He checked the mixer for potential bubble formation in the reagent. He checked liquid level detection voltages of the probe and sipper nozzle. He checked valve operation, integrity of pinch valve tubing, washing, and filter cleanliness. He verified that the system reagents were not older than 3 days. He ran performance testing and this was within specifications.